Event description:
Procedure: laparoscopic retroperitoneal nephrectomy. According to the reporter: the ring cracked near shaft and fan. There was no blood loss of 500cc or more due to the product problem. Surgical time was extended by more than 30 minutes due to the product problem.

Manufacturer narrative:
(B)(4).